Event description:
A customer contacted baxter's technical service center to request assistance ending therapy on the homechoice (hc) machine during drain 2 of 4. The home patient (hp) disconnected from the hc. The technical service representative (tsr) asked the hp if there were any alarms. Per the hp there were no alarms. The hp felt weak and called the nurse and was waiting for her to call back. The tsr assisted the hp to turn on the hc and end therapy to get the cassette out. The drain volume was 39mls. The hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Global pharmacovigilance contacted the peritoneal dialysis (pd) nurse and obtained the following information: on (B)(6) 2009, the home patient (hp) began pd therapy. At the time of the events, the patient performed 4 exchanges with 2.5l of pd4 ambuflex over 9 hours (total fill volume was 10l per night). The patient was noncompliant with wearing his mask and washing his hands when performing pd therapy. The patient would also reuse pd caps. On (B)(6) 2010, the hp developed weakness. On (B)(6) 2010, the patient went to the hospital as an outpatient. He had his pd effluent analyzed at that time. Results indicated the patient had bacterial peritonitis. The bacterium identified were pseudomonas aeruginosa and coagulase negative staphylococcus. It was not reported if the patient had a tunnel or exit site infection. On (B)(6) 2010, pd therapy was temporarily stopped for one night. On (B)(6) 2010, pd therapy was resumed. The patient was treated with po cipro, ip vancomycin and ip fortez for bacterial peritonitis (exact start dates were not reported). At the time of this report, the peritonitis was resolving. The outcome of weakness was not reported. The nurse stated weakness was related to peritonitis and was not related to pd solutions or the homechoice machine. The nurse stated the bacterial peritonitis was related to a break in aseptic technique and reusing supplies during pd therapy and not related to pd solutions or the homechoice machine. The patient has been retrained on proper procedure. No further information was provided.

Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
(B)(4). Sample not available.

Manufacturer narrative:
(B)(4). Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.